Event description:
On (B)(6) 2015 the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was reading inaccurately erratic. The complaint was classified based on the customer service representative (csr) documentation as the patient was unwilling to answer further questions. The patient reported that the alleged inaccuracy began on (B)(6) 2015 between 7pm and 12am when a blood glucose measurement of 174mg/dl was obtained using the subject device. The patient did not provide any other readings, and the time difference between the results was not specified. It is not known how the patient normally manages her diabetes, and it is also unknown whether she made any changes to her usual management routine in response to the alleged issue. The patient reported experiencing symptoms of shaking an unknown amount of time after the alleged issue began, and it is unknown if the patient received any form of medical intervention in response to the reported issue. At the time of troubleshooting, the csr noted that the meter was set with the correct unit of measure, an approved sample site was being used and the patient's testing technique was correct, but noted that the test strips being used were passed their expiry date. The csr educated the patient on the correct method of storage. This complaint is being reported because the patient reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.